Manufacturer narrative:
Sequencing results interpretation: the molecular presence of only thymine at the polymorphic site indicative of the ss antigen and the presence of thymine and guanine at the polymorphic site for s-silencing (intron 5 +5g greater than t) represents an s+s- individual1,2. The sample was also polymorphic for a polymorphism at intron 5 +3g greater than a (c.270+3g greater than a; (B)(4) which abrogated probe binding causing an s- result on the hea beadchip. The presence of abrogating mutations is listed as a limitation in the hea beadchip test package insert.

Event description:
The customer reported a possible discrepancy. The donor is s+ using the bioarray hea molecular beadchip kit; serology results were s-.